Event description:
It was reported that a ring in the plate became dislodged while inserting a fixed screw. The plate and all screws were removed and replaced with a new plate. Patient outcome: no adverse effect reported as a result of this event.